Manufacturer narrative:
Calibration signals were too low. The field service engineer checked the analyzer and replaced a damaged sipper nozzle. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg stat assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in an hcg stat value of <1.00 iu/l, accompanied by a data flag. The sample was repeated four times, resulting in values of 106.9 iu/l accompanied by a data flag, <1.00 iu/l accompanied by a data flag, 127.5 iu/l accompanied by a data flag, and <1.00 iu/l accompanied by a data flag. Patient 2: the sample initially resulted in an hcg stat value of <1.00 iu/l, accompanied by a data flag. The sample was repeated three times, resulting in values of 163 iu/l accompanied by a data flag, 56.54 iu/l accompanied by a data flag, and 166.5 iu/l accompanied by a data flag. No questionable results were reported outside of the laboratory. The hcg stat reagent lot was 628293 with an expiration date of 31-oct-2023.